Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The medical surveillance specialist (mss) was unable to reach the reporter for the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that at an unspecified date and time at the end of (B)(6) 2012, the patient obtained the alleged high readings with the subject meter. The reporter could not recall the specific test results. The reporter stated that the patient manages his diabetes with insulin (unknown type and dosage) and that the patient took his usual, daily dose of medication in response to the reported issue. The cca was informed by the reporter that on (B)(6) 2012, the patient developed symptoms of feeling "dizzy, confused and sleepy," and two days later, on (B)(6) 2012 at around 7:30pm, the patient was taken to the emergency room (ER) where he was administered IV fluids. The reporter also mentioned that the patient was tested on the ER/hospital meter but could not recall the results obtained. At the time of troubleshooting, the reporter was unable to inform the cca if the subject meter was set to the correct unit of measure at time of testing. Replacement meter has been sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).